Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit after therapy. Per the initial report, the home patient (hp) had a leaking transfer set. The hp had disconnected. The technical service representative (tsr) had the caller close the transfer set as the caller had forgot to close the transfer set before capping off with the mini cap. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed because it was reported that the home patient forgot to close the transfer set before capping off with the minicap. The assignable cause is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.